Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 376 mg/dl, 171 mg/dl and 130 mg/dl (guide meter), and 120 mg/dl (unknown roche meter).